Manufacturer narrative:
The customer¿s report that the infusion pump noted an air-in-line alarm, and that the pump was leaking was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear fluid was observed within the tubing throughout the set. No damages or anomalies were observed on the pump segment or throughout the set during initial inspection. Functional testing found that the set leaked from the top of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a small hole on the silicone segment. No damages or tool marks were observed on the pump segment. The source of the air-in-line alarm and leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be definitively determined.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "infusion pump alarm noted as air in line, taken out of pump an noted leaking, noted hole below first blue part of tubing." An incomplete event date of (B)(6) 2019 was provided. The event occurred in pediatric ICU (picu). It was further confirmed during follow-up, that there was no patient harm as a result of this event.